Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4); the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the inner insulation was torn, the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during implant, the right atrial lead had a lot of difficulty getting the helix to extend/retract with more than 50 turns after the lead was repositioned. Also, the lead would not stay fixed to the atrial tissue. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.